Event description:
It was reported that during the procedure, a 0.014 balance middleweight (bmw) guide wire was advanced into a non-abbott 6-french sheath then advanced without resistance distally down into the moderately tortuous anterior tibial artery with chronic total occlusion. The bmw was then pulled back for repositioning, however, while no resistance was felt when pulling the bmw back, the distal tip uncoiled and completely separated from the guide wire shaft and was left in the popliteal and anterior tibial artery. The proximal part of the bmw was withdrawn from the anatomy without resistance, then several attempts were made using different snares and techniques including cwire using the snare. Efforts failed and an interventional radiologist and vascular surgeon were consulted. The vascular surgeon was able to extract the wire using a microsnare, with no piece left in the anatomy. Another non-bmw guide wire was used in completing the procedure. There was no adverse patient sequelae, however, this issue caused a clinically significantly delay that had the potential to result in a clinically significant patient impact. No additional information was provided.

Event description:
User facility medwatch report states: during a left heart cath, a bmw 0.014 inch wire became lodged in the anterior tibial artery and broke when removal was attempted. There was a retained fragment of wire in the popliteal and anterior tibial artery that was unable to be removed. Vascular surgeon was consulted. A pigtail cath was exchanged with a lima cath. With the help of an angled glidewire, the cath was advanced into the left sfa over the aortic arch, was crossed with the help of a lima cath. Destination 6french sheath was advanced over the bifurcation of the aorta and parked in the common femoral artery. Anterior tibial artery was the only vessel below the popliteal had critical tandem stenosis throughout, with very poor flow into the foot. Posterior tibial artery as well as the peroneal artery were totally occluded proximally. Was decided to proceed with pta of the lower left extremity. Patient started on angiomax bolus followed by drip. A bmw wire was advanced distally down into the anterior tibial artery. At this point the wire was pulled back and the coat of the wire actually came out with the rest of the wire uncoiled, and was left in the vessel. Several attempts were made using different snares and techniques including cwire using the snare. Efforts failed an interventional radiologist and vascular surgeon were consulted. The vascular surgeon was able to extract the wire using a microsnare.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device will not be returned as it is retained by the hospital. The lot number was provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: user facility medwatch report verbiage was inadvertently omitted from the initial filed report. It is indicated that the device is not returning, therefore, a failure analysis of the complaint device could not be performed. A review of the lot history record revealed no non-conformances with the reported lot that could have contributed to this event and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.